Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone. Dose and concentration information was unknown. It was reported that a pump migration occurred. On (B)(6) 2024, a catheter revision occurred and a new pump was implanted in a different location and sutured utilizing all four eyelets and the pocket size was reduced. The physician wanted to add catheter length because the pump migrated. The catheter was revised for prophylactic purposes. The doctor "didn't want to take any chances" for an infection by using the pump section of the catheter. It was noted that the patient was "very large" and the catheter length was "on the larger end". It was confirmed that the total revised catheter length was 175cm. The problem was fully resolved. No further information was available. The patient's exact weight was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.